Event description:
Md performing an automatic implantable cardioverter defibrillator insertion. While in the cath lab for aicd implantation, the digital processing unit failed. There were no video images of fluoroscopy. The team was unable to restart the x-ray. A hard reboot was attempted and the philips service engineer notified. A portable c-arm (fluoroscopy) was brought into the room to successfully complete the case. Model# / system configuration: biplane 12", larc-cn, ad5 w/ swivel base, xtv17 visub w/ parallel fluoro, & fnib. Manufactured in 2002.